Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the left ventricular (lv) lead exhibited low pacing impedance measurement. The patient had no adverse consequences.